Event description:
It was reported that during a laparoscopic cholecystectomy, the device would not release and was stuck on the common duct. The surgeon pulled the device off the tissue. Part of the common duct is still stuck in the device. It is not reported how the case was completed or how the issue was corrected. Add'l info was requested. Ees spoke to the account and was informed that our contact had no add'l info, but would try to obtain the contact info from the nurse in the case, but we have not heard back. Another attempt has been made for the nurse's info. If add'l info is received at a later date, a supplemental will be sent.

Manufacturer narrative:
Date sent: 11/02/2009. Indicator wheel failure. Evaluation summary: the device was received with the jaws in closed position. The trigger was manually assisted in order to open the jaws; one clip with tissue was released. The remaining twelve clips were fed end formed according to manufacturing specification and then, the device locked out as intended but the orange indicator was beyond its intended positon. A potential cause of the indicator failure is that it was misassembled during manufacturing process. The jaws closed and opened as intended; no anomalies were noted. No opening issues were noted during evaluation. Our manufacturing batch history review was performed and the final quality release criteria was met before this batch was released for distribution.